Event description:
It was reported that the customer was brought in an ambulance to the hospital but she was not hospitalized; her blood glucose reading was 1.4mmol/l. However, the customer was hospitalized the day after with blood glucose of 1.1mmol/l. It was stated that the reservoir looks normal and no leaks or air bubbles noted. No further information was provided

Manufacturer narrative:
Evaluated one opened used reservoir. Inspected reservoir, snap cap, and septum for anomalies. None was found. Ran occlusion test with the reservoir filled with diluents, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed catheter tip test, the reservoir was not occluded.